Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/12/2017 with the following findings: review of the black box data revealed indication of short battery life evidenced by drastic voltage drop leading to replace battery alarm on (B)(6)2017. On examination, the returned battery cap and the battery compartment were both intact and without damage. The battery cap fit securely to the pump for investigation. The pump powered on normally and successfully completed ez-prime steps. The electrical current draws were measured and found to be above specification. The alleged short battery life complaint was duplicated. Moisture corrosion was found on the continuous glucose monitor module causing the excess power draw.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had shorter than expected battery life. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.